Event description:
The report is from the (B) (6) study. The patient is an (B) (6) male with a history of hyperlipidemia. The target lesion as the proximal left external carotid and the bifurcation of the left common carotid. Lesion length was 20mm and diameter was 6mm. The lesion as mildly calcified and tortuous. Pre-procedure stenosis was 90%. A precise rx 8 x 30 was deployed in the target lesion. An angioguard rx, size 6 basket was successfully deployed and retrieved during the procedure. The patient left the angiography suite with no neurological deficit. The day of the procedure, the patient experienced an ischemic stroke with neurological deficit. The exact time of the stroke is unknown. The neurologist thinks that it may have started during the procedure when the patient's blood pressure dropped. He was treated with lovenox. Plavix and aspirin continued. The patient did have some residual right arm/hand weakness. He is scheduled for outpatient therapy. He was discharged to his daughter's home six days post-procedure.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2010-00123. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and ischemic stroke are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Ischemic stroke is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.